Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer reported a sensor scan of 146 mg/dl as compared to an adc meter result of 32 mg/dl. The customer subsequently lost consciousness due to hypoglycemia, but reported being able to self-treat (unspecified) after re-gaining consciousness. There was no report of death or permanent injury associated with this event. The results of sensor reading against adc meter reading, when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.